Event description:
Sorin group (B)(4) received a report that the hinge of the clamping mechanism on s5 system broke off during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the hinge of the clamping mechanism on s5 system broke off during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.